Event description:
It was reported that solution was leaking from a supply bag while the bag was connected to a homechoice automated pd set with cassette, during priming. The home patient (hp) stated that the solution bag was loosely connected to the set. The patient was not connected at the time of the event. The technical service representative (tsr) advised the hp to remove the cassette and restart therapy using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.